Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter: IV start kit was used to establish IV on patient. When rn returned to patient to give medications through IV, they found blood leaking out of the "j loop" at the connection site to the IV cannula. IV site dressing was removed and rn found the j loop disconnected from the cannula even though it was initially tightly connected when retrieving bloodwork, with no leakage. This is not the first time these IV start kits have had the j loop suddenly disconnect from the IV cannula after connection. Was there an injury? No. Was there a death? No.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.